Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that noise and oversensing of the respiratory rate trend (rrt) sensor was observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services provided guidance to the healthcare provider to consider programming off the rrt sensor to eliminate the issue. The device remains in-service. No patient symptoms or adverse patient effects were reported.